Manufacturer narrative:
(B)(4) date sent 2/13/2025 d4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during videolaparoscopy diaphragmatic eventration procedure, echelon stapler with 06 reloads were used. Procedure was performed without complications, according to the surgeon's information, he reported that he chose to perform the stapling of the redundant diaphragm muscle with the green loads, patient at the discharge house reported malaise, with vomiting and sudden pain, had to be surgically reapproached by exploratory laparotomy, and it was observed that the staple suture line had opened entirely, causing diaphragmatic hernia. Information collected by the surgeon.

Manufacturer narrative:
(B)(4). Date sent: 4/1/2025 additional information was requested and the following was obtained: what was the staple formation when the staple line was observed in the 2nd operation? Stapling and staple formation were performed without complications. Were there any difficulties with the device during the intraoperative period during the 1st operation, including staple formation? There were no difficulties with the device or with the surgeon regarding the use of the stapler and stapling. What is meant by a staple suture line that was completely open? According to the surgeon's report, in the emergency surgical procedure in which it was necessary to reapproach the patient, the site where the staple was performed had the entire staple line open, the staples had come loose from the tissue. How was the issue addressed? The patient had to undergo an emergency surgical procedure. Did the surgeon believe that the echelon device caused and/or contributed to the patient's condition or were there other contributing factors to include the patient's tissue condition? As reported by the surgeon, he did not flag the echelon stapler, he flagged the endostapler reload which was not efficient.